Manufacturer narrative:
The lead was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead experienced a fall. A change in lead diagnostics was noted after the fall. A few days later loss of capture at maximum outputs was observed. An invasive procedure was performed. When attempting to reposition the lead the heart wall was perforated. A pericardial window was performed in response to the perforation. This lead was successfully explanted and a new lead was placed without further complication. No additional adverse patient effects were reported.